Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there were air bubbles in the patient line and infusion set tubing. The customer's blood glucose level ranged from 144 mg/dl to 177 mg/dl. The customer changed the cartridge to address the reported issue and insulin delivery was resumed. The customer reported that the pump would continue to be used for insulin therapy.